Event description:
It was reported that the device delivered an alert for out of range impedance. The low impedance measurement was noted on the svc-can vector. It was also noted that the same out of range measurement on the svc-can vector was observed back on (B)(6) 2010. At that time, the physician decided to monitor the lead. On the past 7 day trend, the svc-can vector recorded 2 consecutive out of range measurements. The device was reprogrammed to rv-can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.